Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 was evaluated, replaced and recalibrated. The power cable, battery charger output and high voltage cable were evaluated and replaced. The filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.